Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for an unknown amount of time. The patient was taken to the hospital and diagnosed with skin infection at the cannula site. The blood glucose levels reached 479 mg/dl. The patient was treated with antibiotics ( doxycycline 100 mg twice daily for 10 days).